Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a capacitor on the digital board. It is recommended the digital board be replaced to resolve the report. The customer declined the recommended repair of the device. The device was labeled not for clinical use and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.